Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7263566. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nexiva¿ closed IV catheter system the customer stated ¿the 18 gauge nexiva lot number 7263566 leaked out of the gray plug at the back of the IV and it was a substantial leak.¿ there was no report of injury or further medical intervention.